Event description:
Conclusions of the cec (clinical events committee) following adjudication of the adverse event: crbsi with exit site infection.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device has been disposed; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirmed that the lot met the specification requirements. The review found no deviations or non-conformances that would have contributed to the reported complaint. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.

Event description:
Study (B)(4): the nexsite device was successfully placed on (B)(6) 2017. On (B)(6) 2017, the patient presented with fever and chills and a wbc serum count of 28,000. Microbiological analysis was completed on a swab taken from the catheter exit site and on a peripheral blood sample. Both samples tested positive for staphylococcus aureus. No central bloods were taken. Vancomycin was given; however it was decided to remove the catheter on (B)(6) 2017 and the event resolved on the same date. The doctor indicated that there was no other apparent source of infection, but did wonder did the issue arise due to the patient having a non tunneled catheter. Prior to placement, the patient was dialysing with a non-tunneled hemodialysis catheter. The non tunneled catheter was not removed as a result of any complication and the patient had no symptoms of infection on the day on enrollment.